Event description:
It was reported that (1) lcsc5 was used with the hp050 during an lap chole procedure. It was reported by the rep that a solid tone occurred. The case was completed with another device. There was no consequence to pt.